Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The following investigations could not be performed due to insufficient information provided (i.e. Event date, system serial #, surgeon name): site history review, event verification, system/instrument log review. This event is being reported due to the following conclusion: per a journal article, three patients reportedly underwent da vinci-assisted surgical procedures and experienced chylothorax and a prolonged air leak which required them to undergo pleurodesis. Although there is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the operative complications is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On 01-sep-2021, intuitive surgical, inc. (Isi) became aware of a nagoya journal of medical science article titled, ¿learning curve of robotic lobectomy for lung malignancies by certified thoracic surgeons¿ (fukui, t., kawaguchi, k., et al., 2021). Within the journal article, post-operative complications involving a da vinci surgical procedure were noted: "three patients underwent pleurodesis for chylothorax and prolonged air leakage, but there were no mortality within 30 days." Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.